Event description:
Sometime in april (exact date unk), the pt was feeling ill with fatigue, nausea, frequent urination and extreme thirst. She reports that her blood glucose results on her one touch basic meter were in the 200's. Because she was feeling ill, she was transported to the hospital via ambulance and admitted for elevated glucose. She was treated with an injection of insulin and IV fluids for dehydration and kept "a couple of days" to bring her blood sugar down. A comparison was performed between the pt's meter and the lab (200's, meter; 400's, lab) the test strip used during the comparison was not stored in the protective vial. The meter is cleaned with a dry cotton swab rather than the recommended water. Quality control tests designed to detect conditions of potential inaccurate results are not performed.

Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the manufacturing process. At this point, co considers this matter closed. H6=batch record review.